Manufacturer narrative:
(B)(4). Examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tka, when removing the trial shim and surface, the surface was removed separately first. It was noted the spring was missing. Neither the scrub nor the surgeon could confirm the presence of the spring prior to use. The joint was explored and an xray was taken. No spring was found. The case continued.